Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 131 mg/dl. The customer stated that she changed her reservoir and received a no delivery alarm. The customer stated that she received the alarm during the fill tubing process. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that the pump did not alarm no delivery with manual prime. The customer was able to prime at 6.0u. The customer was advised that changing the reservoir will resolve the issue. The customer is being sent a replacement reservoir.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.